Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split exposing the core wire approximately 24.5cm to 27.2cm from the distal end. It has socked over partially from 21.7cm to 24.5cm from the distal end. Some fraying of the coating was also noted along the length of the device. No portion of the coating appears to be missing. A lab meeting was held with production leadership on 11/07/2023 and with manufacturing engineering 11/08/2023. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to manufacturer operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician advanced duodenoscope distal end to duodenal papilla, flushed the wire guide lumen of sphincterotome device and wire guide with saline (wire guide was soaked by gauze) before use. User took around three (3) minutes to advance the sphincterotome device into duodenal papilla. There, a multiple oval shadow was detected after radiography with 8mm as the largest. User cut the duodenal papilla with sphincterotome, then retracted the sphincterotome and flushed the balloon wire guide lumen with saline, advanced the balloon through wire guide to complete the dilation. Then user took a memory extraction basket to remove stones with multiple attempts while the coating of wire guide peeled off [subject of report] and was detected under endoscope view. User retracted the wire guide and changed to another wire guide to continue the procedure. User took an extraction balloon to clear the bile duct and placed a nasal drainage stent in the patient to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.